Event description:
Patient presented to their primary care physician with redness and blistering at the chest incision site, and scabbing and purulent discharge at the neck incision site. Patient was experiencing pain associated with these symptoms. Due to signs of infection, the primary care physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement.